Event description:
Sustain spacers implanted at l4-l5 and l5-s1 migrated out of the disc space. No immediate post-op films were available for comparison.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The returned implants were evaluated, portions of the tallest teeth on both spacers appear to have been sheared off, likely due to explantation. Measurements were taken of both spacers and they were found to be within drawing specifications. It cannot be determined what caused the spacers to back out. During the revision surgery the rod and screws were removed from the left side in order to access the sustain spacers, they were not replaced. The following sections have been changed for this supplemental report: b4; e3; g6; g7; h2; h5; h6; h10.